Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted for unspecified cause. There were no allegations at the time of explant. Since then, the device has been removed from archives for additional testing.